Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, the device was found to be underweight, non-penetrating nicks, and red particles. Microscopic analysis was performed which identified a sharp(edge) opening and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement of the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a sharp edge opening with non-penetrating nicks due to surgical impact, and non-penetrating nicks.

Event description:
Physician reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture. The device has been explanted.